Event description:
A malfunction was reported with the code malf 12, but there were no notable events prior to this malfunction. There was no reported adverse impact on the customer¿s blood glucose level. The fault ID was available, and the malfunction code was resettable; however, the customer was unable to perform the reset during the call.